Event description:
Customer reported during a Transoral Incisionless Fundoplication (TIF) procedure, they experienced a white piece attached to the device by the loading cords became detached when loading the device. Although the Helix was locked, it unlocked three separate times throughout the procedure. When removing the device, after opening the tissue mold, it did not open and straighten as expected. After all possible troubleshooting steps were attempted, the cords were cut to safely remove the device from the patient's stomach. This resulted in a significant delay in the procedure. There was no patient injury reported.

Manufacturer narrative:
The suspect device is expected to be returned for evaluation. Follow up will be sent when the investigation is completed.